Event description:
Sigmoid colectomy. No staples were present at all with a slcr55b reload. A new dlu was used to complete the case.

Manufacturer narrative:
Results and conclusions: during analysis, the reported condition was confirmed because the knife was returned stalled after the first two staples. No abnormalities that can cause the complete firing. No irregularities observed on device. Lot number unknown for the returned device. Summary: no staples were present at all. Drive clips -ok, fire side rotates smoothly. No loose particles or staples present on the gears. Reload: the condition reported was confirmed because the knife was returned stalled after first two staples. No abnormalities that can cause the incomplete firing. Reload was reset and fired through 4 layers of foam without any issues. Root cause: undetermined. Actions: none.